Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the mode switch resistance was too high on the air pen drive device. It was noted that the switch ring resistance was high on the device. It was further determined that the device failed pretest for check the hose coupling, check internal leak tightness, check external leak tightness, check valve-control in "lock" position and check valve-control in "hand" position with hand switch. It was noted in the service order that the screw located in adjustment sleeve was broken on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.